Event description:
The healthcare professional reported injecting evolysse form into the lips of a patient. Patient had extreme lip swelling initially. Then on (B)(6) 2025, approximately ten (10) days post injection, patient experienced hard nodules in lips. On (B)(6) 2025, the hcp dissolved the product with two (2) vials of hylenex. The hcp suspected the nodules were infectious in nature and prescribed an unknown antibiotic. The patient experienced a complete resolution of symptoms.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling and risk management file. The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. A total of three (3) complaints have been reported for this lot; no adverse trend was identified. The hcp reported the product was stored extreme heat for three (3) days prior to use. We cannot rule out that this may have contributed to the reported event. Product quality cannot be guaranteed when stored outside of labeled environmental conditions. A potential contributory factor may include the off-label use of evolysse form in the lip region. (B)(4).